Event description:
The end of the clear needleless connector broke off inside a 3-way stopcock, causing blood to back up into the IV and into the patient's bed. Potentially exposing the system to contaminates. (Patient is immobile and rn present during all turns. Many IV(intravenous) lines and no pressure placed on tubings.) Central supply and ICU manager aware. No harm caused to the patient.